Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the visible foam degradation in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation of device, the third-party service center visually inspected the device and found damaged foam, cannot be disassembled from the chassis. The device was routed to scrap. There was no reported patient death or serious injury, however the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211, in reference to the voluntary field safety notice/recall notification related to visible foam degradation in certain CPAP, bipap, and mechanical ventilator devices.